Event description:
Additional information was received from the manufacturing rep. Rep does not know controller's serial number. Cause of controller freezing was unknown. Cause of setting not available and high impedance was unknown. Cause of the change in therapy and charging more was not determined. Pt has an appointment to talk about replacing the ins and possible lead revision. Issue has not been resolved. Issue has not been confirmed by their physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the caller states the pt said the controller is 'freezing up' so the pt was told by whoever they spoke to remove the li battery and see if that resolves. When the caller met with the pt yesterday, the pt's controller displayed (based on the info provided by caller) 'settings not available'--agent asked if when there was discussion around 'freezing' if that was referring to this message and caller noted he could not say for certain. The caller states he checked the pt's impedances and he found that every contact pair was >26k ohms and caller noted checking multiple reference electrodes. The caller states the pt was getting very good therapy up until a couple weeks ago; caller said he asked the pt and there was not an event/trauma/fall noted that led to the issue though the pt noted that he started noticing a couple weeks ago that he was having to charge more and turn the stim hi gher and that is when the controller 'froze'. Caller presumes that impedances were normal at time of implant and post-implant. Agent asked, caller said he was actually able to get up to around 3ma before seeing 'settings not available' though the pt did not get any paresthesia. Agent noted that based on all this info, replacing externals is not a viable solution and the most likely remedy is going to be a revision.